Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 33 mmol/l with mild thirst. The reporter indicated that the pump emitted occlusion alarms twice the previous day. The reporter indicated that the site, set, and cartridge were changed and the pump alarmed for occlusion again on the day of the call. Customer support walked the patient through checking the bolus history to make sure that the boluses were delivered in full; one bolus entry from (B)(6) 2013 indicated 7.95 of 8.95 units delivered. Customer support also advised the reporter to try changing the infusion set and to call back if the occlusions continue. This report is made based on the indication that the patient experienced hyperglycemia while using the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump was alarming to alert the user of an issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the device. The pump was able to perform the prime steps with no issues. The force sensor measured within specifications. The pump was exercised for 24 hours with no alarms replicated. The available delivery insulin totals correctly reflected the user's basal rates. The pump passed a delivery accuracy test. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.